Event description:
Philips received a complaint by the customer on the v60 indicating that there was a significant accumulation of water in the ventilator. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. It was reported that there was a significant accumulation of water in the ventilator. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6).

Manufacturer narrative:
It was reported that there was a significant accumulation of water in the ventilator. Per good faith effort (gfe) response received 24jun2025, the customer inquired a third party to performed repairs. No further action provided by philips. The customer inquired a third party to performed repairs. No further action provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.